Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving stimulation and the ipg was unable to communicate with external devices. The patient programmer showed error code 2501. The patient's ipg was replaced with a new one restoring therapy.